Event description:
Bgp diagnosed with appendiceal cancer with peritoneal carcinomatosis. Under clinical that treatment with folfiri + intraperitoneal oxaliplatin. Cycle 3 received on 12/04/2017. Subject presented to outside hospital with delirium, fever of 102f, and grade 3 infection of the intraperitoneal port. Pt currently admitted, being treated with IV antibiotics.